Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted noise is generated due to damage to the image pick up (image sensor) unit and the image does not appear temporarily. The customer reported issue could be confirmed. In addition , the following findings during device inspection were noted : the curved rubber adhesive is missing. The universal cord is difficult to remove due to handling (insufficient cleaning). Video connector noted broken. There are scratches on the operation part, curve rubber, grip, angle lever, ud (up/down) plate, video connector, light guide cover glass, video connector case, light guide connector due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported poor visibility, poor image. The issue found during an unknown event. There was no patient harm reported, no user injury reported. Device evaluation found image does not appear temporarily, noise generated on image due to damage image pick up unit (image sensor).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to defective image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.